Event description:
It was reported that the side-firing fiber was noticed to have commenced forward firing at 191,860 joules during a prostate procedure. It was reported that a second fiber was also noticed to have commenced forward firing at 99,000 joules. A third fiber was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B)(4).